Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the spring on the slap hammer is broken. No foreign body was retained, and there was no impact to the patient. There were no reports of death, serious injury, or procedural delay. Due diligence is in progress for this event; to date no further information has been provided.